Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set) alarm. The technical service representative (tsr) had the hp cycle the hc to end of therapy and advised the hp to start over with new supplies. The tsr also advised the hp to let the nurse know of the possible exposure to the unsterile air. There was no sample available for evaluation. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.